Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon. During the procedure, upon second inflation, it was noted that the balloon ruptured at 10atm within 20 seconds. The device was remove using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).